Event description:
Caller alleged false negative hcg results. Results as follows: customer received one false negative urine result. Serum was tester the same day and received a positive result. Alere sales representative reported the incident on behalf of the customer. No patient information was provided. Technical services has not been able to reach the customer for additional information.

Manufacturer narrative:
Investigation pending.